Manufacturer narrative:
The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip. It was difficult to read the screen due to debris under the window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they were unable to see the screen clearly. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that the screen had cracks. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.